Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the clip jumping to an inverted position which has potential to cause or contribute to patient injury. It was reported that resistance was felt when turning the arm positioner of the mitraclip delivery system (cds) in the anatomy during use. The clip was positioned above the valve and was able to open to approximately 90 degrees. When the clip reached 90 degrees, resistance and an audible squeaking was heard from the arm positioner when the arm positioner was being turned to the open position. Troubleshooting was performed, but the same results were encountered. With the third attempt, the clip jumped to the inverted position and the physician noted that resistance was not felt. With a fourth attempt, resistance was felt again once the clip reached 90 degrees. This cds was removed and replaced with another to complete the procedure without further incident. Mitral regurgitation was reduced from 4 to 1-2 with one mitraclip. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis indicated that the clip was difficult to open and unable to invert. The investigation determined that the clip actuation issues were related to the harness jam and damaged coupler. The bent and scratched coupler appear to be related to interactions with the clip locking mechanism as a result of the harness jam; however, a definitive cause for the harness jam could not be determined. The noise and physical resistance at the arm positioner were determined to be related to the clip actuation issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.